Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was unable to prime. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured november 01, 2018 - november 02, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure and clear passage under water tests were performed which revealed unsatisfactory results. A transparent layer of solvent in the white part of the check valve was observed, which caused the condition. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.